Event description:
The customer reported that she activated the pod at 5:27pm on (B)(6) 2013. She reported the following blood glucose history for 2:21: see scanned table. She went to the emergency room, where she was asked to remove the pod. When she removed it, she said the cannula looked kinked and appeared to contain a small amount of blood. She was given an intravenous insulin drip for about 16 hours, as well as fluids and potassium. She began to go into diabetic ketoacidosis, so she was moved into the ICU, but then was moved when her blood glucose became more regular. The hospital planned to put her back on the pod. She had been hospitalized for over 24 hours and was told she would be discharged on (B)(6) in the evening.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to the reported hyperglycemia, diabetic ketoacidosis and hospitalization was found. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "low" or 'high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death" and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia. If you get a 'high check for ketones!' Reading, but have no symptoms of high blood glucose, then retest with a new test strip on your fingers. If you still get a 'high check for ketones!' Reading, perform a control solution test to ensure your system is working properly. If the system is working properly, follow your healthcare provider's recommendation to treat hyperglycemia." It advises, "to avoid hyperglycemia (high blood glucose), check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."